Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Stylet insertion test result was failed due to distal conductor distorted within is-1 connector pin.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant of implantable pacing lead (ipl), the ipl lead had been re-positioned multiple times during implant. Upon trying to re-position the lead a last time the physician reported some difficulty with inserting a stylet down the lead. Physician believed there was an obstruction of some kind. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.